Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient contacted corporate complaint desk on (B)(6) 2018 and wrote: "I received a stryker brand knee replacement [(B)(6) 2017]. The piece was defective causing my knee to shift. A second surgery was needed to replace the defective part. I felt pain and suffered. Primary surgery (B)(6) 2017. Patient had a revision on (B)(6) 2017 due to failure of tibial component in left knee.

Manufacturer narrative:
Event regarding collapse of tibial component into varus (patient factors) and malposition involving a triathlon baseplate was reported. The event was confirmed by medical review. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2018 which indicated." The devices were examined with the aid of a stereo microscope at magnifications up to 50x. The anterior, posterior, proximal, and distal surface of the tritanium baseplate. The tritanium baseplate showed evidence of biological fixation and explantation damage. The tritanium baseplate and triathlon insert were placed into the scanning electron microscope (sem) for further analysis. Energy-dispersive spectroscopy (eds) analysis was performed on the tritanium baseplate and the embedded debris on the triathlon insert. The elemental constituents of the proximal surface of the tritanium baseplate included ti, al, and v; which is consistent with as1m f136 alloy. Elemental constituents of the coating on the distal surface of the tritanium baseplate included ti; which is consistent with cp titanium. The elemental constituents of the embedded debris on the triathlon insert included ti; which is consistent with material transfer from cp titanium material." A material analysis has been performed. The report concluded: " the tritanium baseplate showed evidence of biological fixation. Explantation damages were observed in multiple locations. The triathlon insert was also observed to have explantation damages. The articulating condyles of the insert exhibited burnishing, scratching, third body indentations, and embedded debris. The post was noted to have scratching and third body indentations. Eds indicated the proximal surface of the tritanium baseplate to be consistent with astm f136. The coating on the distal surface of the tritanium baseplate and the adhered debris on the triathlon insert were consistent with a cp titanium alloy. The adhered debris on the insert was consistent with material transfer from a cp titanium material. Based on the analysis of the implants, no identifiable material or manufacturing discrepancies were observed on the surfaces examined." Dimensional and functional analysis were not performed as the returned product is damaged. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant revealed: " on (B)(6) 2017 an operative report for ''left tka with computer assisted navigation" for a diagnosis of "left knee did ... Left knee inflammatory arthritis" describes spinal anesthesia and a tourniquet time of forty-nine minutes. ... On (B)(6), 2017 an emergency room visit has a note stating, "increased pain left knee ... X-ray ... No acute osseous pathology ... Possible effusion." On (B)(6), 2017 an x-ray report of the left knee states,"... Varus deformity with arthroplasty in position". The patient was admitted on (B)(6), 2017 and an operative report of (B)(6), 2017 for "revision left tka ... Tibial component" for a diagnosis of "failure left tka ... Tibial component" ... The operative report notes, " ... Collapse of tibial component into varus ... Lateral side lifted off ... Medial side collapse ... Collapsed on medial side at least a centimeter ... Bone was quite soft." ... On (B)(6) 2017 an x-ray report of the left knee states,"... Unchanged with exception of increased lateral subluxation/dislocation of the patella", on (B)(6) 2017 a "repair of left knee arthrotomy" for a diagnosis of "failure of arthrotomy status-post left tka revision" was performed. ... The operative report notes, " ... Increased lateral subluxation of patella ... Worsened ... Two to three months ... Patella lateral subluxated with flexion over 30° ... Stretching of medial retinaculum ... With single thumb tracked better ... With towel clips in place closed medially with #5 fiber wire figure-8 over sewn with ethibond and a partial lateral release ... ". ... On (B)(6) 2017 one ap, one lateral, and one oblique of the left knee demonstrates an uncemented ps total knee arthroplasty. The tibia is in varus with compression of the medial tibial plateau. Marked osteoporosis is noted. An (B)(6) 2017 ap of both knees notes increased tibial medial collapse and varus. X-ray dated (B)(6) 2017 are an ap, lateral and patellar view of the left knee revealing the femoral and patellar components to be the same. A modular tibial long-stem with a thick ts insert, a cone and augments, and hybrid cement technique of the tibial stem is noted and the patella is noted to be laterally subluxated. ... A material analysis report dated (B)(6) 2018 of a tritanium triathlon size 4 baseplate and a triathlon ps x3 tibial insert includes ten photographs of the explanted components, three photo micrographs, one each of the insert' s medial, lateral articular surface and the post, and one eds graph of the baseplate base alloy of the tibial component. The conclusions of this report are: (1) the tritanium baseplate showed evidence of biologic fixation; (2) explantation damage observed on multiple locations; (3) the articulating surfaces and post of the insert showed burnishing, scratching, and third body indentations commonly described on poly inserts; (4) eds of the tritanium baseplate was consistent with expected alloy; and (5) no material or manufacturing discrepancies were observed. The choice of an uncemented total knee arthroplasty in an osteoporotic, obese woman was ill advised. The subsequent collapse into varus was appropriately managed with a cemented modular tibial component. CT of the left knee would likely confirm malposition of the tibial reconstruction into internal rotation causing the progressive lateral subluxation of the patella. Neither of the revision surgeries were related to factors associated with implant manufacturing or materials." Device history review: a review of the product history records indicate products were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other similar event for the referenced lot. Conclusions: the event was confirmed by medical review. A review of the medical records by consulting clinician revealed that " on (B)(6), 2017 an emergency room visit has a note stating, "increased pain left knee ... X-ray ... No acute osseous pathology ... Possible effusion." On (B)(6) 2017 an x-ray report of the left knee states,"... Varus deformity with arthroplasty in position". The patient was admitted on (B)(6), 2017 and an operative report of (B)(6), 2017 for "revision left tka ... Tibial component" for a diagnosis of "failure left tka ... Tibial component" ... The operative report notes, " ... Collapse of tibial component into varus ... Lateral side lifted off ... Medial side collapse ... Collapsed on medial side at least a centimeter ... Bone was quite soft." ... The choice of an uncemented total knee arthroplasty in an osteoporotic, obese woman was ill advised. The subsequent collapse into varus was appropriately managed with a cemented modular tibial component. CT of the left knee would likely confirm malposition of the tibial reconstruction into internal rotation causing the progressive lateral subluxation of the patella. Neither of the revision surgeries were related to factors associated with implant manufacturing or materials." If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient contacted corporate complaint desk on march 18, 2018 and wrote: "I received a stryker brand knee replacement [(B)(6) 2017]. The piece was defective causing my knee to shift. A second surgery was needed to replace the defective part. I felt pain and suffered. Primary surgery (B)(6) 2017. Patient had a revision on (B)(6) 2017 due to failure of tibial component in left knee. Update as per medical review received stated that " ¿ collapse of tibial component into varus ¿ lateral side lifted off ¿ medial side collapse ¿ collapsed on medial side at least a centimeter ¿ bone was quite soft."